Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The patient was trying to contact a rep because the device has still not been working. A new hcp name was provided and follow up conducted. No patient symptoms were reported and no further complications are anticipated.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needed to have surgery but they wanted to get a manufacturer's representative (rep) to check the device because the patient claimed that the ins did not work. It was also reported that patient claimed that they had an MRI sometime prior to the report. The patient also claimed that the rep turned the ins off prior to the MRI but the patient was not able to sync the ins with the patient programmer (pp) following the MRI. It was mentioned that the ins had prevented the patient from having one MRI, and the hcp stated that they were now considering removing the system so the patient could have an MRI. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.